Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700, model: sc-2318-70, serial: (B)(6) , batch: 5001801/5002280, UDI: (B)(4).

Event description:
It was reported that the patient had a small pinhole sized opening at her incision site where her implantable pulse generator (ipg) is and persistent serous drainage. Initially she developed some redness that resolved with a course of bactrim and linezolid. Since that time the drainage has significantly improved; however, she continues to have a small pin sized opening with occasional drainage. The patient underwent explant procedure and was doing well postoperatively. All product retained by the facility and will not be returned.